Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that in the morning prior to contacting dario, she wasn't feeling well so she decided to measure her blood glucose (bg) levels. She measured high bg level with a reading of 490 mg/dl. She later measured and her bg reading was 480 mg/dl. She contacted her doctor who advised her to test after eating. She measured her bg level with a reading of 540 mg/dl. She went to her doctor, who measured her bg levels twice with readings of 98 mg/dl. While on the call with dario, the user was instructed to open a new cartridge of strips and test her bg, the reading result was 110 mg/dl. The customer compared the reading with another blood glucose meter, the difference was an insignificant difference between two different meters. As per iso 15197:2015 : +/-15% difference between test results when compared to a reference method "gold standard" (ysi) is allowed. She was then instructed to test again with the original cartridge of strips, and she measured her bg with a reading of 496 mg/dl. Issue resolved with new strips. No device problem detected. Therefore, she was instructed to dispose the original cartridge of strips. As per customers request, a replacement dario meter, strips, and control solution were sent. The original meter was sent back for investigation. The returned device was evaluated and performed as designed. The failure mode was not confirmed.